Event description:
A malfunction was reported on a pump by the customer, who believed that the cartridge might have been removed early. There was no adverse impact to the customer's blood glucose level. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues reoccurred, which the customer acknowledged and understood.